Manufacturer narrative:
3m initiated a recall on micropore tape single-use rolls ((B) (4)) on 1/25/10 and have notified the (B) (6) FDA district office of this action. See also mdrs 2110898-2010-00004 and 2110898-2010-00005. For this particular medwatch: 3m discovered a facility medwatch was mis-filed and attached to another complaint by mistake. This event was already reported to FDA by the user facility on 08/28/2009.

Event description:
Patient was receiving hemodialysis via right forearm fistula with two 14 g needles at a 500 blood flow. The patient had 30 minutes left of his treatment. His access was uncovered and laying on his lap. He noticed blood on his arm. Treatment was immediately stopped, his needles were butterflied in place with the 3m single use roll tape. The tape was still intact, but the venous needle had backed out to where the tip was still putting enough pressure as to not cause a drop in the venous pressure, thus not activating the venous alarm. Blood had leaked from around the venous needle between the arm and the side of the chair, under the blanket, and down inside the chair onto the floor. The patient was re-infused with 700 cc normal saline and transferred to the emergency room at (B) (6) hospital. He received 2 units of packed red blood cells, was admitted and received dialysis following the transfusion.